Manufacturer narrative:
Additional information: section d.5. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Event description:
The recipient reportedly experienced open electrodes and decreased performance. External equipment was exchanged and programming adjustments were made however the issues did not resolve. The recipient's device was explanted. The recipient was reimplanted with another advanced bionics cochlear device.

Manufacturer narrative:
Additional information: section d.9. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. The external visual inspection revealed sliced silicone overmold on the top and bottom covers, and the electrode lead in the long tubing. This is believed to have occurred during revision surgery. The photographic imaging inspection revealed broken electrode wires in the fantail region. System lock was verified. The device passed some the electrical tests performed. The residual gas analysis (rga) test was above the test limit. Photographic imaging inspection revealed broken wires in the fantail region, it is believed that these breaks caused the decrease in performance. A corrective action was implemented. This version of the hires 90k device is no longer distributed. This is the final report. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
Correction information: section h.10/h.11. Advanced bionics considers the investigation into this reportable event as closed. The external visual inspection revealed sliced silicone overmold on the top and bottom covers, and the electrode lead in the long tubing. This is believed to have occurred during revision surgery. The photographic imaging inspection revealed broken electrode wires in the fantail region. System lock was verified. The electrode condition caused the impedance value on several channels to be out of range. The device passed some of the tests performed. Photographic imaging inspection revealed broken wires in the fantail region, it is believed that these breaks caused the decrease in performance. A corrective action was implemented. This version of the hires 90k device is no longer distributed. This is the final report. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.